Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline patient experienced amaurosis fugax, and had a black screen in their left eye for 10 minutes. The patient was hospitalized from (B)(6) 2022, at which time the event recovered/resolved. This was not a prolongation of existing hospitalization. The event did not result in new or worsening of existing neurological deficits. The site assessed the event as possibly related to the disease under study, and not related to the device, procedure, or dapt. The sponsor assessed the event as possibly related to the pipeline, and not related to the procedure or dapt. The patient was undergoing treatment for two aneurysms. The first was a fusiform/dysplastic and located in the c6 segment of the right internal carotid artery (ica). The max diameter was 10.3mm, the dome height was 6.9mm, the dome width was 10.3mm, and the neck size was 10.3mm. The parent artery diameter was 4.4mm distal to the aneurysm and 4.8mm proximal. The second was a saccular aneurysm located in the c4 segment of the left ica. The max diameter was 2.5mm, the dome height was 3mm, the dome width was 2.5mm, and the neck size was 2.5mm. Both pipelines had been successfully implanted with complete neck coverage and wall apposition achieved.

Event description:
Additional information received reported that site has update the parent artery stenosis of aneurysm #2 at the year 1 follow-up on (B)(6) 2021 from >75-100% to 0-25%, stating " 1-year follow-up dsa imaging for aneurysm #2 performed on (B)(6) 2021, 75-100% was reported by mistake, data updated.¿ site has reported aneurysm occlusion status raymond roy class 3 for aneurysm #1 at the year 2 follow-up cta/mra imaging in (B)(6) 2022 (day not reported by site).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had another occurrence of amaurosis fugax on (B)(6) 2022. They experienced a black screen in their left eye for 15 minutes. They were hospitalized from then until (B)(6) 2022, at which time the event recovered/resolved. The sponsor assessed this as not related to the device, procedure, or antiplatelet medication. The sponsor assessed this as not related to the procedure, but possibly related to the device and antiplatelet medication. It was a also noted that the patient had a similar adverse in (B)(6) 2021 and were treated with dual antiplatelet medication. On (B)(6) 2020 they had vasospasm, on (B)(6) 2020 they had 3 episodes of headache, in (B)(6) 2020 they had swelling of the neck/groin with no results, and on (B)(6) 2022 they had tardive dyskinesia.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the site has reported >75-100% parent artery stenosis and non-occlusion of aneurysm #2 at the 1-year follow-up dsa imaging performed on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that sponsor update in alignment w/cec (B)(6) 2022: possibly related to shield, not related to procedure or dapt.